Event description:
It was reported, to medtronic minimed. That the customer, was deceased. The cause of the death was unknown. The event involved product(s) mmt-1715km. Troubleshooting was declined by the customer. No further patient complications were reported. Product return requested for mmt-1715km. The mmt-1715km was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0870 inches. The following were noted, during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay and cracked retainer. Test p-cap and reservoir locked properly into reservoir compartment, during testing. History download was successful using thus and carelink upload was successful. The pump was received, with a depleted duracell alkaline battery installed. No damage noted, on the original battery cap. There was no data available on (B)(6) 2024 in the pump history file. Unable to list the daily total of all insulin delivered on the event date (B)(6) 2024. And the (B)(6) days prior to that date, due to no data available in the pump history file. Unable to verify bolus delivery, source of boluses delivered, daily total of all insulin delivered and any alarms/suspends for event date (B)(6) 2024, due to no data available in the pump history file. Unable to perform the history review 1 week, prior to the event date (B)(6) 2024 in the pump history file, due to no data available. The pump passed, the functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.